Event description:
Removal of endosseous dental implant. According to clinician the implant did not achieve primary sterility when placed in site number 30 in class IV bone. The clinician removed the implant during the same procedure.